Manufacturer narrative:
Nishii, nobuhiro, et al. (2025). Ev-ICD implantation after tv-ICD and s-ICD extraction. Jhrs2025/aphrs2025.

Event description:
It was reported per literature review that a 60-year-old male implanted with a transvenous implantable cardioverter defibrillator (tv-ICD) was referred to the author's hospital due to systemic infection with a large vegetation. The tv-ICD system was explanted, and, after more than four weeks of antibiotics therapy, a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. The patient later had several episodes of inappropriate s-ICD shocks: two at an acupuncture and moxibustion clinic, one during farm work due to myopotential oversensing, and twice due to t-wave oversensing. The s-ICD was later explanted and replaced due to battery depletion. After the patient's s-ICD was replaced, the position of the generator was changed caudally to attempt to prevent inappropriate shocks. After that, the patient suffered from inferior myocardial infarction, and qrs morphology changed to complete right bundle branch block. An inappropriate s-ICD shock was delivered twice due to myopotential and t-wave oversensing. Subsequently, the s-ICD system was explanted and replaced with an extravascular implantable cardioverter defibrillator (ev-ICD). No additional adverse patient effects were reported.